Event description:
It was reported that during central processing, the insulation on the permanent cautery instrument was found to be chipped. No fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the distal end of the ceramic sleeve was broken off. There was an 0.085 x 0.075 section of the sleeve missing. Sleeve exhibited cracking and scratch marks below the broken section. No other damage was found. Evidence not conclusive, but damage is likely due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.